Manufacturer narrative:
An investigation was initiated in response to a customer complaint of obtaining discrepant identification results when testing a patient isolate with vitek® ms (ref. 410895, serial (B)(6). The customer had reported identification issues from tests performed on four different days. The customer's raw data was analyzed. For two of the tests, the data from the fine tuning performed prior to testing was unavailable so a determination of the fine tuning status during those two tests could not be completed. The data from the fine tuning performed prior to the other two tests was analyzed and it was determined that the fine tuning met all mandatory criteria. The customer's spot preparation was evaluated and was determined to be non-optimal. Considering that the identification issue has also been observed just after a new fine tuning (which was conform), the retained cause is non optimal spot preparation. Analysis of the calibrator and sample all peaks shows that the spot preparation quality is heterogenous. The expected identification of the organism is unknown and requires reference method testing (gene sequencing). Local customer service (lcs) was instructed to provide the customer with additional training materials to help improve spot preparation technique.

Event description:
A customer from brazil notified biomérieux of obtaining discrepant identification results when testing a patient isolate with vitek® ms (ref. 410895, serial (B)(4)). The customer stated that the isolate was first identified as streptococcus pneumoniae with 99.9%, using the vitek® ms v3.0 knowledge base. The customer performed antimicrobial susceptibility testing on the isolate and noted that it was resistant to optoquine. The customer then repeated identification testing with the vitek® ms. Then the identification was repeated and gave streptococcus mitis / streptococcus oralis for one preparation and low discrimination between s. Pneumoniae, s. Pseudopneumoniae and streptococcus mitis / streptococcus oralis for another preparation. It is not known what is the expected identification and what result the customer reported to the physician. The customer did not indicate if any alternate method was used to establish an expected identification. There is no indication or report from the laboratory that the discrepant results led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.